Event description:
It was reported that there were impedance readings of greater than 10 ,000 ohms with all electrode combinations involving the 0 electrode. All other combinations appeared to be good and intact. The patient was getting good stimulation, greater than 80 percent benefit, and no therapy issues. The healthcare provider was aware and since the patient was having no problems and was getting great pain relief, nothing was going to be done. There was no further information.

Manufacturer narrative:
Concomitant products: product ID 355531, lot # n492030, implanted: (B)(6) 2014, product type screening device; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a175, serial #(B)(4) , implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).